Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable crt-d, implanted: (B)(6) 2012; 419488 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that there was twos (t-wave oversensing) and intermittent ffrw (far-field r-wave) sensing. Some reprogramming was performed, and the leads remain in use. No patient complications have been reported as a result of this event.